Event description:
It was reported the colonovideoscope keeps flickering a green color and that the light doesn¿t work. The event occurred during a colonoscopy procedure and was completed using a similar device. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed a root cause could not be identified. Based on the results of the investigation, there was no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.